Event description:
Same case as MDR ID: 2134265-2015-01303, 2134265-2015-01302, 2134265-2015-01301, 2134265-2015-01300, 2134265-2015-02392 and 2134265-2015-02393. (B)(4). It was reported that slow flow occurred. In (B)(6) 2012, the patient presented due to unstable angina and was diagnosed with non q-wave myocardial infarction (mi). Subsequently, index procedure was performed. The target lesion was a de novo lesion located in the proximal segment of saphenous vein graft (svg) to distal left circumflex (lcx) with 80% stenosis and was 15 mm long with a reference vessel diameter of 4.00 mm. The lesion was treated with direct stent placement using a 4.00 x 16 mm promus element plus stent. Following post-dilatation, transient no reflow was observed which was successfully treated with 600 mcg intracoronary nitroglycerin. The final residual stenosis was found to be 0%. Target lesion #2 was an ostial de novo lesion located in the proximal segment of svg to 1st diagonal with 99% stenosis and was 8 mm long with a reference vessel diameter of 2.5 mm. Target lesion #2 was treated with pre-dilatation and placement of a 2.50 x 12 mm pe plus stent. Following post dilatation, residual stenosis was 0 %. Three days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented with myocardial infarction (mi). Then, a 4.0 x 8 mm and two 4.0 x 20 mm promus element stents were implanted in the saphenous vein graft (svg) to right posterior descending artery (r-pda). In (B)(6) 2013, the patient presented due to acute coronary syndrome (acs) and was hospitalized on the same day. Coronary angiography was performed and revealed totally occluded at saphenous vein graft (svg) to diagonal with stent thrombosis. Also, it was noted that there was in-stent restenosis (isr) of the previously placed two 4.0 x 20 mm and a 4.0 x 8 mm promus element stents in svg to right posterior descending artery (r-pda). Subsequently, the patient underwent percutaneous repair of vein graft to r-pda. The event was not recovered or resolved. The patient was scheduled for stage intervention. Five days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient presented due to coronary artery disease (cad) and was hospitalized on the same day. The lesion within the mid portion of svg to distal left circumflex (lcx) was treated with placement of a 4.0 x 20 mm promus element plus stent. Following post dilatation with 5.0 x 8 mm quantum balloon catheter, slow flow within the vessel was noted. Subsequently, adenosine and nitroglycerin were administered within the graft resulting in improvement of blood flow. One day post procedure, the event was considered as resolved and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).